Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently loaded an old cartridge resulting in a minimum fill notification being received. A cartridge change was performed to resolve the issue and subsequently, a cartridge change error message occurred. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer's blood glucose level ranged from 101-110 mg/dl.